Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2005, the patient presented with the following preoperative diagnoses: annular tear/disk protrusion, l4-5. Annular tear/degenerative disk disease, l5-s1. Spinal instability, l4-5 and l5-s1. The patient underwent the following procedures: l4-5 and l5-s1 posterior spinal decompression with bilateral medial facetectomies, foraminotomies and discectomy. L4-5 and l5-s1 posterior lumbar interbody fusion. Implantation of ray cage, single implant, l4-5, and a single implant, l5-s1. Use of local bone graft/morselized bone graft. L4-5 and l5-s1 posterolateral spinal fusion. Pedicle screw instrumentation/segmental instrumentation using xia with crosslink. As per op notes, ¿¿ after complete discectomy, the cannula was tamped into position on the right side at l5-s1, and then hole was reamed, tamped and then a 14 mm in diameter x 26 mm in length ray cage was implanted. This was impacted with bmp soaked sponges and then the cap was placed. On the left side at l4-5, the same size cage was implanted in the same fashion. This was also packed with bmp sponges and the cap placed¿ the x-rays showed excellent position of the cages within the disk spaces¿¿ no patient complications were reported. Postoperatively patient alleges unspecified injury due to the use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.